Event description:
While investigating a (B)(6) male patient's electrode belt for an unrelated issue, a reportable problem was discovered. The electrode belt failed an insulation resistance test. The patient was issued a replacement electrode belt.

Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. Upon evaluation the electrode belt failed an insulation resistivity test. The cause for the failure was isolated to a damaged trunk cable connector. The root cause for the damaged trunk cable connector could not be positively identified but was likely excessive force. No adverse event resulted from the damaged trunk cable connector. The patient received a replacement electrode belt.